Event description:
It was reported that a lead warning alerted for high right ventricular (rv) lead impedance which caused a polarity switch. There was also noise seen on the lead. The lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.